Event description:
The lay user/patient initially contacted lifescan in 2006 alleging that she obtained diverted one touch ultra test strips. The customer care advocate (cca) replaced her test strips at that time. The patient contacted lifescan again on march 9, 2007 wanting to find out what actions lifescan has taken about the diverted test strips and is currently working with customer service management regarding her concern. During the conversation with the cca that day, the patient indicated that she received medical attention from the emergency services, but was unwilling to provide any information. When the medical affairs specialist spoke with the patient twelve days later, she stated that her son found her unconscious and that the ambulance was contacted. She refused to provide the date of the incident and the details regarding her meter readings, symptoms, treatment and diagnosis. However, she did state that she is currently in the process of calling the emergency services to check if the date(s) of her medical attention coincided with the time she was using the reported test strips. The patient stated she had purchased the test strips from her pharmacy. Based on the information that the patient was willing to provide, this complaint is being reported due to the following conclusion: the patient alleged she was injured while using test strips that she claims were diverted product. Even though the patient was unable to confirm if the reported test strips were used at the time of the incident, there is insufficient information regarding the events leading to the patient falling unconscious; therefore, it is unknown if the product caused or contributed to an adverse event.